Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a broken j6 connector which secures the lcd/pcba flex to sys board. The lcd/pcba was replaced and the unit functions as intended. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event.

Event description:
It was reported that there is no backlight on the display. Additional info received indicated that they could only see the values on the display when shining a light onto the screen as the back light wasn't working. The unit was picking up a pulse and spo2. They could hear the heartbeat when connected to their simulator.